Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2016 is being corrected to (B)(6)2016. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece was hot. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 18, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the handpiece did not review any non-conformity. The handpiece was connected to a calibrated system and attempted to be tuned. The handpiece passed tune. The handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The handpiece intermittently generated power and got warm. No system message (sm) was generated during test. The connection between pin 9 (ground) and pin 8 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 8 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. Water ingress was observed inside the handpiece. No additional test was performed. The root cause of the reported event can be attributed the electrical short in the handpiece due to the water ingress. (B)(4).